Event description:
The device was explanted when no communication could be established. The patient reported having surgery on his index finger in september, and also reported having pain in his chest for about 10 minutes in november.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. Various tests were performed and the device power consumption was found to be normal. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.